Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. The device was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that in the evening on (B)(6) 2016, the system controller sounded a "replace power - low battery" alarm. The patient was reported to have been anxious during the evening, and when the alarm occurred requested the spouse to get their backup system controller. The patient removed the driveline from the system controller in an attempt to exchange to the backup system controller but was unable to insert the driveline. The patient reported not feeling well and slumped over. The spouse attempted to insert the driveline but was unable to due to being anxious. The spouse called the hospital vad pager and then 911. Emergency medical services (ems) reported to the vad coordinator that the patient was unresponsive and resuscitation had been initiated. It was reported that there were no audible vad alarms heard while ems was on the phone with the vad coordinator, the green arrows (pump running) icon was not illuminated, and the screen read "connect driveline" with the red heart alarm illuminated. Although ems stated that the driveline appeared to be inserted, they were given instructions on how to insert the driveline and once this was performed the pump resumed function. It was unclear at the time why the driveline was not connected initially. Ems continued with resuscitation efforts and the patient was transferred to the hospital. It was reported that on the way to the hospital multiple implantable cardioverter-defibrillator (ICD) discharges occurred. Upon arrival at the ER the patient was intubated, blood pressure was in the 70's mmhg, estimated pump flow was 2.9-3 lpm, and pump power was in the 4 watt range. Vad interrogation noted that a low voltage advisory sounded at 2243 and a driveline disconnect with associated pump stop occurred at 2246. At 2304, it was noted that the pump resumed function, which correlated with ems inserting the driveline into the system controller. (The set pump clock time was reported to be off by one hour.) The reported events and time were confirmed during a review of the system controller log file by a manufacturer's technical services representative. Additionally, it was noted that before and after the driveline disconnect event the pump was operating as expected. The patient was on battery power when the low voltage advisory occurred. The batteries had been in place since approximately 10:03 and the low voltage advisory occurred at 22:43. There were no replace system controller events in the log file. The lvad had been disconnected for approximately 20 minutes. It was clarified by the vad coordinator that the patient was never switched to the backup system controller; the patient disconnected the driveline from the primary system controller and ems reconnected the driveline to the same primary system controller. It was reported that the patient had ongoing seizure activity with evidence of anoxic encephalopathy. Given the patient's wishes and after extensive discussions with the family, all were in agreement to withdraw care. On (B)(6) 2016, the lvad pump was stopped and the patient expired within 15 minutes with family at his bedside. The cause of death was reported as left ventricular failure secondary to accidental disconnection from the system controller and inability to reconnect the driveline. An autopsy was not performed. It was reported that the patient did not have any physical or mental impairment that would have inhibited changing of the system controller. It was also reported that the patient had been admitted to the hospital the day before due to ICD discharge events for ventricular tachycardia (vt). The patient was given amiodarone overnight. An echocardiogram revealed an ejection fraction of 13%, septum shift to the right, mild aortic insufficiency, mild mitral regurgitation, and the left ventricle was not totally unloaded. Considerations were made to increase the pump speed; however the patient had a history of increased vt with higher speeds. The patient was started on ranexa and their toprol dose was increased. Plans were made to refer the patient for heart transplant and the patient was discharged on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
The report of a low voltage alarm followed by a driveline disconnection with difficulty to reconnect the driveline was confirmed based on the evaluation of the retrieved log file; however, the returned system controller found that the system controller functioned as intended during evaluation. A full functional test was performed and the system controller passed. The system controller was connected to different test pumps without difficulty. The system controller operated for an extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.